Event description:
It was reported that an intermate had an underinfusion of a non-baxter drug, where the infusion lasted six hours instead of the expected three hours. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation. The companion sample was visually inspected for any signs of abnormality that could contribute to the reported condition; however, none were found. A functional flow rate test was found to be within the specification range of the product. The reported condition was not confirmed and the cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.